Manufacturer narrative:
(B)(4). No product will be returned by customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported fluid or blood would spray or splash back when a male luer is disconnected from the maxplus valve. It was reported that the glad returns to the closed position forcefully. Pdi chg 2% swabs are used to clean the valves before access. Customer reported fluid would spray back from the maxplus valve when the syringe was removed from the valve. There was no report of pt harm or medical intervention. No further pt/event info is available.